Event description:
Patient presented to the physician with an infection at the chest incision. Physician brought the patient into the or and observed the infection had spread. Physician removed the ipg, sensing lead, and a majority of the stimulation lead. Physician determined that removing the entirety of the stimulation cuff would expose the patient to greater risk and decided to leave the cuff behind in the patient.